Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the single gripper actuation issue (during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail, thick leaflets, and a rotated heart. An xtw was advanced to the mitral valve. After the 5-6 attempts repositioning the clip on the leaflets, it was noticed that one of the grippers was not working. The clip was removed and replaced to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.